Manufacturer narrative:
The device was returned to zoll medical corporation; the reported malfunction was confirmed and verified to a loose left side panel. The left side panel was replaced to remedy the reported event. The device successfully passed all final testing, was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.